Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 586 mg/dl. Current blood glucose level 301 mg/dl. Customer was treated with IV insulin drip in the hospital. Customer have any symptoms for high blood glucose. Customer also stated that insulin pump had button error alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Event description:
The customer is currently using a medtronic pump that is not registered to him/was donated to him by an unknown physician. The customer reported via phone call that they had episodes of hyperglycemia, diabetic ketoacidosis and hypoglycemia. Customer was admitted to the hospital for 16 days on (B)(6) 2021 with a blood glucose level of 586 mg/dl. Blood glucose reading was 564 mg/dl at the time of the incident and was 301 mg/dl at the time of the call. Customer experienced symptoms related to high reading such as nausea, blacking out and abdominal pain. Customer was treated with intravenous fluid at the hospital. Customer was having stomach flu prior to hospitalization. Customer also experienced hypoglycemia on (B)(6) 2021 and was taken to the emergency room. Blood glucose was 55 mg/dl at the time of the incident and was treated via intravenous fluid. Customer also reported getting button error alarm but was unable to troubleshoot as the insulin pump was inoperable. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in this report.